Event description:
It was reported that 10 bd micro-fine ultra¿ pen needles failed to inject insulin during use. The following information was provided by the initial reporter, translated from (B)(6).: "for a few months now, it has been happening to me that the needles, while injecting insulin, get stuck and I have to change needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 10 bd micro-fine ultra¿ pen needles failed to inject insulin during use. The following information was provided by the initial reporter, translated from italian: "for a few months now, it has been happening to me that the needles, while injecting insulin, get stuck and I have to change needles."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h.10.